Manufacturer narrative:
(B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 345 during testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log identified system error 345. The cause was identified to be the out of the specification upstream and downstream thermistor readings, the force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.